Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirted out during prime process. Customer¿s blood glucose level was unknown. Customer also state that they received rewind and prime issue. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system, failed battery test, weak battery alarm or rewind anomaly due to unresponsive button. Device had minor scratched lcd window.